Event description:
I have been using oral b electronic tooth brush for the last 3 plus years and usually every 2-3 months I change the brush head. I got oralb dual clean electric toothbrush replacement brush heads from (B)(4) and after few use one day while doing brush the lower portion of brush suddenly falloff and it started hurting in my mouth I got few scratches in my mouth and also got some blood due to cut this is happened because sharp small plastic and one small mettle pice came out. I have already reported to oral but thought I should also report here. I have pictures of brush head and bill from (B)(4) for your reference. Retailer: (B)(4). Purchase date: (B)(6) 2017. I have contacted oral-b and they are surprised to see the broken head and offered me free coupon for brush head. Document number:(B)(4). Report number: (B)(4).